Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The peritonitis was manifested as cloudy effluent and abdominal pain. The patient was hospitalized on the same day as the onset of peritonitis. On an unreported date, the patient began treatment with vancomycin and amikacin for peritonitis. Nine days after the onset and hospitalization, the patient was discharged from the hospital with clearing dialysate and to continued amikacin treatment for 7 days at home. The patient was recovering from the peritonitis. The patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.